Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 366242.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate stimulation due to lead migration. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained despite good faith efforts.